Manufacturer narrative:
The reporter's meter and test strips were requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). At 11:18 a.m., a sample from the patient was tested using the meter, resulting in a value of 4.1 inr. At 11:20 a.m., a sample from the patient was tested using the meter, resulting in a value of 3.0 inr. The patient's therapeutic range is unknown. The patient's testing frequency is three times per week.